Manufacturer narrative:
The investigation is now complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims within the IFU.

Manufacturer narrative:
The investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged samples initially generated positive results for sars-cov-2 (negative for influenza a/b). For the first patient sample, the same sample and a recollected sample were retested on 3 different cobas liat analyzers and generated a negative result for sars-cov-2. For the second patient sample, the same sample was retested on two additional cobas liat analyzers and generated a negative result for sars-cov-2. No results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.